Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. Additionally, an abnormal image color tone due to a fault in the imaging section (the image is only magenta or green) was found. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited an abnormal image color tone due to a fault in the imaging section. (The image is only magenta or green). There were no reports of patient involvement.